Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set would not flow after being connected to a mini bag. This occurred during an unspecified process step in the inpatient pediatric unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, a kink in the tubing was observed. Functional, pressure and clear passage under water testing were performed and the device was found to be within the product specification range. The device worked as intended; therefore, the reported condition is considered a cosmetic defect. The reported issue was not verified.. Should additional relevant information become available, a supplemental report will be submitted.